Event description:
Reporter alleged blood glucose read 201 mg/dl, at 7:30 am back to back with a result of 109 mg/dl performed at 7:40 am. Customer stated going to the doctor and being given orange juice; however, no other treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.